Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the doctor loaded the reload and tried to fire, but the handle jammed and could not be fired. No patient involved.